Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions over the phone, assisting the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to reach out again if the problem reappeared.